Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 6.05 cm diameter thoracic aortic aneurysm. Diameter of the proximal neck was 31.7- 41.4mm. Proximal neck length was 23mm. It was reported that there was a type 1 endoleak that the patient¿s physician¿s believed was coming from the area where the 14x4 bare metal self-expanding stent was placed in the left subclavian artery (lsa) as a chimney. Future treatment is required however, has not been performed. No clinical sequelae were reported and the patient is fine. Film review analysis: review of a pre-implant 3d film report revealed that the patient had a 62mm max diameter x 195mm length taa beginning 23mm distal to the lsa. The proximal neck diameter was noted as 35mm just caudal to the lcca, and the distal neck diameter was 30 x 39mm. The distal neck length was 50mm. The arch was acutely angulated and there was calcification seen near the great vessels. Review of a recent post-implant 3d film report 1 year post-implant revealed that a valiant was seen implanted from just distal to the left common carotid artery extending distally across the arch. There was a likely proximal type I endoleak seen filling the sac beginning near the lsa. A stent was seen implanted within the lsa and extending within the proximal valiant. The thoracic diameter just distal to the lcca is 27x35mm. The stent graft is patent and no other issues are observed. The cause of the proximal type I endoleak appears most likely due to the lsa chimney stent which may have disrupted the proximal seal of the valiant.